Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
About one month post implant it was reported that the right ventricular (rv) lead had no capture at full output and low impedance. It was found that the rv lead had dislodged as flouro showed the lead had pulled back to near the tricuspid valve but was still in the right ventricle. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.